Event description:
The doctor claims that during an aaa procedure, the graft leaked from its crotch, approx. 250 cc of blood over a period of approx. 5 minutes. The bleeding was stopped by clamping and declamping the graft. The graft was left in. The pt's condition is fine. The doctor reports that the entire graft was used and there is nothing to be returned for evaluation.